Event description:
Mechanical failure. Possible injury or death to pt when equipment in use. The unit's motor control assemble failed during use, causing the unit to loose control of the table top, which could result in the pt being dropped when in use. A lockplate fastener that secures the tilt cylinder to the cylinder knuckle was loose. Examination of the locking mechanism revealed the hex screws completely loose allowing the cylinder to unscrew itself from the cylinder knuckle. The motor control assembly consisting of the tilt cylinder assembly is the problem area. A loose lock plate fastener that secures the tilt cylinder to the cylinder knuckle is at fault.